Event description:
The patient underwent successful stent assisted embolization to treat a basilar artery aneurysm. Post-procedure angiography revealed in-stent occlusion in the left posterior cerebral artery (pca). The patient was treated with intra-arterial tirofiban infusion; however, the left pca remained occluded. The procedure was completed. A few days later the patient had paralysis on the left side. No further details were provided.

Manufacturer narrative:
The device remained implanted.

Event description:
The patient underwent successful stent assisted embolization to treat a basilar artery aneurysm. Post-procedure angiography revealed in-stent occlusion in the left posterior cerebral artery (pca). The patient was treated with intra-arterial tirofiban infusion; however, the left pca remained occluded. The procedure was completed. Post procedure imaging showed an acute infarction of the left thalamus. The patient was paralyzed on the right side. The patient was given antiplatelet therapy; however, the vessel patency was not restored. Currently the patient had inarticulate speaking, slow response and paralysis of the right limb.

Event description:
The patient underwent successful stent assisted embolization to treat a basilar artery aneurysm. Post-procedure angiography revealed in-stent occlusion in the left posterior cerebral artery (pca). The patient was treated with intra-arterial tirofiban infusion; however, the left pca remained occluded. The procedure was completed. Post procedure imaging showed an acute infarction of the left thalamus. The patient was paralyzed on the right side. The patient was given antiplatelet therapy; however, the vessel patency was not restored. Currently the patient had inarticulate speaking, slow response and paralysis of the right limb.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device remained implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Thrombosis, stroke and neurological deficit are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.